Event description:
It was reported that during a factory reset of the ilet, the user became stuck on the ¿press & hold¿ confirmation step because the screen did not allow confirmation, though the unlock button functioned; after restarting the ilet through the app, the user proceeded through setup and awaited g7 connection to enter body weight. Symptoms included low glucose, with a reported nadir in the 40s. Outcomes included self-treatment with oral glucose. Investigation included review of usage data in the bionic report and real-time troubleshooting and education, which identified that the user had not been making meal announcements for months despite a dietary change away from prior high-carbohydrate intake. Investigation of this case revealed that the low glucose events were temporally associated with meal behavior and missed announcements, and that the reset-screen hesitation resolved with a device restart, indicating no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.